Event description:
It was reported that the lesion was located at the proximal right coronary artery, very near the ostium. There was no calcification and the vessel was not tortuous. The lesion was pre-dilated with a cutting balloon with good results. The stent was deployed successfully at 11 atm. Upon removal of the stent delivery system (sds), it was noted that tension decreased as if the sds became smashed, so it was withdrawn as a single unit. Reportedly, there was no patient injury. This event is being reported based on the evaluation of the returned product, which found that the sds shaft was separated.